Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient presented one day post op with diffuse lamellar keratitis (dlk) in both eyes. Right eye had cells in superior of flap interface and left eye had cells from 9-10 o'clock in the flap periphery. Increase predforte in both eyes every hour. Medrol dose pak was prescribed. On (B)(6) 2017 flap relift and irrigate for dlk left eye only. On (B)(6) 2017 ¿ dlk resolved. Vision at right eye 20/20 and left eye 20/30.